Event description:
Per the surgeon's report, this pt's device was explanted in 2006, due to a "skin flap problem". It was not reported to cochlear whether the pt will be reimplanted in the future.

Manufacturer narrative:
This is a final report.